Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed and replaced pump. No harm requiring medical intervention was reported. The customer will discontinue using the device, and will be returned for mmt-1780kpk.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No alarms or alerts noted during testing. However, the pump downloaded history confirmed the pump alarmed 2 abnormal low battery alerts on (B)(6) 2019 23:34:00.000 and (B)(6) 2019 15:57:00.000, problem isolated to the pcb1 board and pcb2 board. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, scratched case, pillowing keypad overlay. The pump downloaded history confirmed pump alarmed abnormal low battery alerts, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.